Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no physical damage was observed. A data log was unable to be retrieved because the receiver is stuck on the initialization screen. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.